Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has chronically low pacing impedance but is now alerting for low impedance. It was recommended that the pacing impedance alert be turned off and to rely on the lead integrity alert (lia) for any potential future pace/sense issue. The lead remains in use. No patient complications have been reported as a result of this event.